Event description:
The MFR received info from a third party service center alleging a ventilator was not delivering pressure. There was no harm or injury reported. The device is being evaluated and repaired by the third party service center. A follow-up report will be submitted once additional info is received.